Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was noted on the patient's right ventricular lead and undersensing was noted on the right atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.